Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed myopotential, inhibited pacing, and delivered an inappropriate shock.